Event description:
Medics attached the device to a person diagnosed as in cardiac arrest and described as mottled with signs of gross rigor and gross dependent lividity. An automated ECG analysis was performed and a shock was allegedly advised and delivered. Subsequent ECG analyses resulted in no shock advised decisions by the device. The reporter indicated the device should not have advised a shock on an obviously non-viable patient.